Event description:
Caller reported a pixel issue on pump display, affecting ability to interact with and read the screen. Customer declined to provide blood glucose level at time of event. Customer was instructed by technical support to switch to multiple daily injections as backup therapy and was sent a replacement pump. Customer was also guided on how to put the pump into storage mode and understood the instructions for returning the faulty device within 10 days.